Event description:
It was reported that during a lap colon procedure on the second reload when firing across an artery, the device cut but did not staple. They had to then convert to an open procedure to control the bleeding. The total amount of blood lost is unknown. The case was completed with suturing. There was no other pt complication reported.

Manufacturer narrative:
Information is unavailable; device was not returned for eval.